Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. After the batteries were replaced, the buttons became unresponsive and the pump was stuck on the verification screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: during a visual inspection of the pump, the keypad cover was found to be intact with no evidence of peeling. During testing, all the keypad buttons were appropriately responsive. The keypad cover was opened and evidence of moisture corrosion was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.